Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event . The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with stamilo (5 mg, once daily and route not reported) and human mixtas (10 units before breakfast, 12 units after dinner and route was not reported). At the time of this report, patient outcome was unknown. Pd therapy was ongoing. No additional information is available.